Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit switches between ac power & battery operation when the unit is operating in ac mode not connected to a patient circuit there was no patient harm

Manufacturer narrative:
The facility biomedical engineer reported the unit operates and is stable in either ac or battery modes when connected to a patient circuit. Upon disconnect the blower immediately increases to maximum speed and the unit switches between the two power sources. Manufacturer's technical support (ts) advised the customer the motor controller board or power supply may be the cause. Ts recommended the facility biomedical engineer continue troubleshooting by swapping these parts with working parts to determine what is causing the reported issue. Ts also recommended the facility biomedical engineer refer this issue to the manufacturer's field service engineer (fse). Follow up attempts were made to obtain additional information about the reported issue and repair information; no response received to date. Several attempts have been made to obtain patient information; there has been no response.